Event description:
Device 3 of 4; reference MFR report: 3008829311-2017-00882, reference MFR report: 3008829311-2017-00883, reference MFR report: 3008829311-2017-00885. Additional information received indicated the patient consulted with the physician but during the appointment did not mention any issue related to the incision. Patient has since been discharge from the care of the physician.

Event description:
Device 3 of 4. Reference MFR report: 3008829311-2017-00882, reference MFR report: 3008829311-2017-00883, reference MFR report: 3008829311-2017-00885. It was reported the patient indicated pus was present at her incision site and the lead was "coming out". Patient denied any fever or redness at the site. Patient was to meet with her healthcare provider, but did not attend the appointment.